Manufacturer narrative:
Product will not be returned to zimmer biomet for investigation, as it remains implanted. DHR was reviewed and no discrepancies were found. Investigator have reported this event as moderate and attributed to the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Remains implanted.

Event description:
It was reported that patient presented with capsulitis 3 months post operation. Adverse event is listed as moderate and attributed to the device. No other patient harm or surgical delay was reported.